Event description:
It was reported that during central sterile processing, it was observed that the motor device had a hole in the cord. During in-house engineering evaluation, it was discovered that the device had a loose components, holes in the hose and low rotations per minute (rpms). It was further discovered that the device had oil leaking from the hose, swivel and between the housing and the swivel. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had loose components, holes in the hose and low rotations per minute (rpms). It was further discovered that the device had oil leaking from the hose, swivel and between the housing and the swivel. Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. It was determined that the device had low rpms due to the holes in the hose. It was determined that the oil leaking from the hose was due to the holes in the hose. It was determined that the oil leaking from the swivel was due to a worn swivel. It was determined that the oil leaking from the housing and the swivel was due to loose housing. It was determined that the device had loose components due to loctite deterioration. The device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.